Event description:
Hospital reported that the patient was scheduled for a chest CT scan. The patient arrived to the unit with an IV that was placed by a floor nurse on the planter area of the left wrist. During the CT scan, no contrast was seen on the images. When the staff went into the room, the patient said that her arm felt tight and she was in pain. The patient's left forearm, wrist, and fingers were swollen due to an extravasation. The technologist applied ice packs and called for a nurse and a radiologist. After about ten minutes of ice application, the fingers were movable and the swelling had reduced. Two days later, in 2008, the patient required a fasciotomy on her left forearm. The patient was reportedly discharged from the hospital and was doing well.

Manufacturer narrative:
A medrad service representative checked the injector and no problems were found with the unit. A medrad clinical support specialist was in contact with the site regarding the incident and any questions that they had were addressed. The customer declined additional on-site applications training.